Event description:
It was reported by the patient that he underwent a uni-knee procedure on his right knee on (B)(6) 2013. During the procedure the following arthrex parts were implanted: ar-501-ttrd, lot 108761138; ar-501-tbd8, lot 77941146; ar-501-ufrd, lot 108761138. Approximately 4-6 months after the procedure patient began to notice slipping in his knee and a strong stabbing pain that eventually became unbearable. Patient underwent a revision procedure (B)(6) 2015 from a uni-knee to a total-knee. During the revision procedure all arthrex implants were explanted and another manufacturer's product was used to complete the revision. The patient had obtained the explanted devices from the facility. Patient has agreed to send the products to arthrex for evaluation and has requested to receive a copy of the evaluation results.

Manufacturer narrative:
This follow-up is to add information. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.